Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level. Customer's bg displayed "high" on the cgm graph. Customer declined troubleshooting with tandem technical support. No additional information was provided.